Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2267. This occurred during the fifth fill cycle of peritoneal dialysis therapy. The reporter stated the patient would continue therapy with manual supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.